Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water temperature in chiller tank did not decrease (t4). Per review of wo on 16dec2024, patient was fine after continue therapy from other arctic sun unit. Per follow up information received via mail on 14jan2025, customer will evaluate and confirm faulty part. Customer confirmed chiller pump was faulty, will order chiller pump. Chiller pump was replaced and verified working.

Event description:
It was reported that the arctic sun device water temperature in chiller tank did not decrease (t4). Per review of wo on (B)(6) 2024, patient was fine after continue therapy from other arctic sun unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.